Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and installed a loaner while the customer's unit is returned to the company's repair center for further eval.